Event description:
Boston scientific received information that this right ventricular (rv) lead became dislodged during device changeout. There were no reported adverse patient effects.

Manufacturer narrative:
This lead was surgically abandoned as a result of the dislodgment issue. No further information is expected.

Manufacturer narrative:
Most recently, it was identified that the coding for this report did not accurately reflect the lead dislodgment issue. The coding has been amended. The report will now be re-closed.